Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic) / pregnancy (with complications)") in a 23-year-old female patient who had essure (batch no. A66683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pain, multigravida, parity 4 and miscarriage. Previously administered products included for an unreported indication: depo-provera on (B)(6) 2013. Concurrent conditions included depression, scoliosis and seizures. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse/ pregnancy (ectopic) / pregnancy (with complications)"), fatigue ("chronic fatigue/ fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), the first episode of vaginal infection ("infection (vaginal)"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, 8 months 7 days after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), the second episode of vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), the second episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("pain to top of chest all in stomach area"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a bilateral salpingostomy) and surgery (uterine ablations). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, ectopic pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea, back pain, dental caries, tooth loss, dysgeusia, migraine, headache, the last episode of vaginal infection, dyspareunia, depression, anxiety, alopecia, fatigue, the last episode of weight increased, vaginal haemorrhage, cystitis, urinary tract infection, weight decreased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth loss, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of vaginal infection, the first episode of weight increased, the second episode of vaginal infection and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. It was reported that she had coils: right- 4 of coils left- 4 of coils. The plaintiff experienced two ectopic pregnancies captured under the cases (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.596 kgs. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic) / pregnancy (with complications)") in a female patient who had essure (batch no. A66683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pain, multigravida, parity 4 and miscarriage. Previously administered products included for an unreported indication: depo-provera on (B)(6) 2013. Concurrent conditions included depression, scoliosis and seizures. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse/ pregnancy (ectopic) / pregnancy (with complications)"), fatigue ("chronic fatigue/ fatigue"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), the first episode of vaginal infection ("infection (vaginal)"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), the second episode of vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), the second episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("pain to top of chest all in stomach area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingostomy) and surgery (uterine ablations). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, ectopic pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea, back pain, dental caries, tooth loss, dysgeusia, migraine, headache, the last episode of vaginal infection, dyspareunia, depression, anxiety, alopecia, fatigue, the last episode of weight increased, vaginal haemorrhage, cystitis, urinary tract infection, weight decreased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth loss, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of vaginal infection, the first episode of weight increased, the second episode of vaginal infection and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. It was reported that she had coils: right- 4 of coils left- 4 of coils. The plaintiff experienced two ectopic pregnancies captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.596 kgs. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and patient demographic updated. Historical condition, historical drug, concomitant disease, laboratory test date were added. Updated suspect drug indication and lot number. On (B)(6) 2013, she implanted essure implanted (previously reported as 2013). Added events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), pregnancy (ectopic) / pregnancy (with complications), weight gain / loss. Updated events and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormally heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingostomy) and surgery (uterine ablations). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, back pain, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, alopecia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth loss, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.